Event description:
Procedure type: laparoscopic rectal resection, performed as total mesorectal excision. According to the reporter: the first stapler was positioned and triggered and the intestine was cut, however, it was about 1cm to the resection line and per regulations, 2 cm is a minimum. Stapler no 2 then placed 1cm anal and locked, then compressed into the handle to release. The stapling cycle felt as usual, but the clips were intact; they were not folded together. Stapler "line" was fully open, and it was sewed together with a tobacco pouch suture around the circular stapler, introduced rectal off (around the spear) and then assembled in an end-to - end anastomosis. This was not closed and it took about 2 hours to get it closed. The operative time was about 7 hours instead of the expected 3.5 hours. The last part of the operation was performed as "open" surgery because the tumor was not color marked, and because it was not possible to find the bottom edge of the tumor precisely in other ways. Pt was primarily a relief loopileostomi, but had re-operated approximately 2 days later due to leakage and then got a permanent stoma (sigmo). Prolonged hospital stay was approximately 1 week. Pt recovered fairly well after the re-operation, as there was only modest fecal contamination in the abdominal cavity.

Manufacturer narrative:
(B)(4).